Manufacturer narrative:
Other, other text: no product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No root cause could be determined as the complaint could not be confirmed. This MDR was generated under protocol b10009704, as a result of warning letter (B)(4).additional information b5.

Event description:
The patient received the remaining life-sustaining infusion for pulmonary arterial hypertension (pah) through use of a backup pump. The dosage was set at 383ng/kg/min (nanograms/kilograms/minute) via continuous intravenous (IV) drip.

Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited beeps and error message "clamp tubing on/off button to reset", then randomly started beeping again. No patient consequences were reported. No adverse effects were reported.